Event description:
Healthcare professional reported right side "5 months ago, shape disfiguration in the right breast showed symptoms such as pain and asymmetry. Rupture of the right breast implant was reported". The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as an unidentified (tear) opening. (Shell thickness within spec) and missing shell assessment as inclusive. ¿ pain: unable to observed as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "5 months ago, shape disfiguration in the right breast showed symptoms such as pain and asymmetry. Rupture of the right breast implant was reported". The device has been explanted and replaced with a non allergan device.